Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that  since implant, the therapy hasn't worked for their symptoms. The patient stated their trial worked great however the implant was not worth all the money their insurance paid for it as their programs just weren't working for them. The patient stated the only thing the therapy eased was that it helped their pelvic floor issues. The patient stated they used to have spasms prior to the implant and the implant has been wonderful with that however they were still waiting for the time when they didn't have to go to the restroom 40-50 times a day. The patient stated that it also sent them into retention which they had never experienced prior to the implant. The patient stated they would flip back and forth between frequency and retention. The patient stated their bladder would get full and on any other setting where they weren't retaining, it would hurt their vagina or rectum. The patient reported program 1 made their vagina painful, program 2 made their colon painful and their rectum was spasming, program 3 was not as much pain as the previous two programs but they still experienced pain in both the vagina and the rectum. The patient reported programs 4, 5 (which they noted they tried maybe 4-5 weeks ago) was where they were experiencing "very bad retention." The patient noted with program 4 they seemed like they almost had a little bit of control when they weren't experiencing the retention and program 6 had been doing nothing for their frequency. If anything, their frequency has increased on program 6 but that it was a little bit better about the period of time for when they were in retention. The patient reported if they had to hold it for a long time, everything would "lock up." The patient also reported they were trained when they were "woozy" and under anesthesia and that they thought they would have a partnership with the manufacturer representative (rep) working to find therapeutic relief however the rep hasn't been around to help. Patient services explained the role of the rep to the patient. The patient did not need assistance in switching programs and patient services redirected the patient back to their managing health care provider (hcp) to address their symptom concerns. The patient stated they had an appointment on monday ((B)(6) 2022) where they were going to have the hcp potentially reprogram the implant. Patient services offered the national answering service number to the patient so they could give it to the hcp to page a rep for the appointment however the patient declined taking the number. Documented reported event. No further action was taken by patient services.